Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was unknown. No actions were taken. It was unknown if the event resolved.

Manufacturer narrative:
G2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced strong stimulation peaks on specific dates; (B)(6) 2025. An impedance check (none out of range) and data report were completed. The issue has not resolved. Additional information was received from the rep. It was reported that the patient was seen on (B)(6) 2025 during normal routine follow-up which was when they reported the strong stimulation on (B)(6) 2025. It was noted that on (B)(6) 2025, stimulation turned on and off with strong stimulation. The (B)(6) 2025 occurrence happened at 11:00 and was described as very strong shocks of stimulation, and it disappeared with changing body position. The data report and session reports provided by the rep did not show anything that clearly explained the shocking sensations on the dates mentioned, but it was noted that the reports showed that the patient turned stimulation on and off daily and that stimulation was typically turned off at night.